Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the end of the carrier shaft was dented preventing the disconnecting sleeve from sliding completely forward to secure tools. It was also noted that the carrier shaft and cover sleeve were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from improper handling by possible using bits that were not compatible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick coupling for drill bits device would not hold the drill bit. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.